Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the patient's left ventricular (lv) lead exhibited a change in impedance measurements from 833 ohms to 2267 ohms and loss of capture. The device was programmed to right ventricular (rv) only pacing. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.